Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 100 units of insulin and several hours later, the insulin gauge displayed 64 units. The customer's blood glucose level was 253 mg/dl, which was addressed with a correction bolus. Review of the pump data logbook showed that the cartridge was filled with 117 units of insulin, and approximately 30 units of insulin had been delivered since the cartridge had been loaded. The customer loaded a new cartridge and received an accurate fill estimate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.